Event description:
It was reported that during a procedure the radiofrequency multigen generator would not initialize. As a result of this event the procedure was canceled. There were no adverse consequences or medical intervention reported.